Event description:
It was reported that the patient experienced a hyperglycemic episode (value reported 212 mg/dl) on (B)(6) 2026, which was successfully managed with self-administered insulin via pen. The issue lasted for greater than four hours which resolved with no reported complications.

Manufacturer narrative:
Name medtronic minimed, street 18000 devonshire street, city northridge, state ca, zip code 91325, zip four 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.